Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , keyboard was unresponsive in ccu med room lead to patient care delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the keyboard was unresponsive. A field service engineer reseated keyboard universal serial bus (usb) connector to resolve the issue. The system functioned as intended after the field service engineer repaired the device.